Manufacturer narrative:
The cockpit of the affected device was sent to the manufacturer repair center for analysis. Based on the analysis of the cockpit it can be determined that there is a persistent error of basis board. A log file was not available due to the malfunction. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the basis board of the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. Other than reported, the ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display located on the ventilation unit wherein the user can see the on-going ventilation. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit of the device rebooted during a case and the entire ventilator shut down. No patient injury was reported.